Manufacturer narrative:
(B)(4). The set was received but the investigation is not yet completed. A follow up report will be submitted once the device has been received and an investigation has been completed.

Event description:
Nursing supervisor reported during an infusion, a set came apart where the pumping segment and safety clamp fitment join. Tubing was only in use for approx one hour. No pt harm or med intervention required.